Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and analysis of the device, the cause of the reported unintended movement (clip open ¿ efaa) could not be determined. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The additional mitraclip referenced in event is filed under a separate medwatch report.

Event description:
This is filed for the clip opening during establishing final arm angle. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), a restricted posterior leaflet and age or date of birth flail. The first mitraclip xtw was prepared, introduced, and grasped per instructions for use (IFU) at a2/p2. Upon deployment sequence, the clip failed first establishing final arm angle (efaa). Troubleshooting was completed multiple times without a successful efaa. The first xtw was not deployed and removed. The second mitraclip xtw was prepped, introduced, and grasped per IFU at a2/p2. Upon deployment sequence, the clip failed first efaa. Troubleshooting was completed without success. The second xtw clip was not deployed and also removed. A third mitraclip xtw was prepped, introduced, grasped, and deployed per IFU at a2/p2. The third xtw functioned as intended and passed both efaa checks during the deployment sequence. The mr reduced from grade 4 to 2. There was no an adverse patient effect or clinically significant delay. No additional information was provided.